Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the patient was monitored at the hospital with multiple device checks to monitor the impedance measurements. The device sensitivity was reprogrammed and the patient was discharged to home. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the patient was monitored at the hospital with multiple device checks to monitor the impedance measurements. The device sensitivity was reprogrammed and the patient was discharged to home. No additional adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
Sending correction report to remove previously reported information in h10: additional MFR narrative, and correction of previously reported evaluation conclusion code. The following no longer applies: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service. Additional information was received which reported that the patient was monitored at the hospital with multiple device checks to monitor the impedance measurements. The device sensitivity was reprogrammed and the patient was discharged to home. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service.